Event description:
It was reported that the pt experienced a failure of their knee prosthesis.

Manufacturer narrative:
Very little info has been provided for this investigation. The implant has been retained by the pt/hospital, therefore will not be available for any analysis. Should add'l data be made available, this report will be updated.